Manufacturer narrative:
Device is a combination product.

Event description:
It was reported tat stent damage occurred. The 98% stenosed target lesion was located in the 21mm in length and 4.0mm vessel diameter right coronary artery. A 24 x 4.00 rebel stent was advanced, resistance were encountered in the non tortuous and severely calcified lesion. When the device was removed it was found out that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.